Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (date). The patient's blood glucose levels reached 800 mg/dl while wearing the pod. The patient reports their continues glucose monitor and pod were not communicating together as they were receiving a message for sensor not found and they had not received glucose readings for 12-15 hours. Once at the hospital the patient was treated with manual insulin injections as well as an insulin drip. The patient was discharged from the hospital on (B)(6) 2025. The patient was assisted on setting up their continues glucose monitor with a pod on this call. The patients pod will not be retuned as it has been discarded.